Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.